Manufacturer narrative:
(B)(6). There was no contact name provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and the customer reported condition was not duplicated or confirmed. However, during evaluation it was observed that the device had a hole/cut in the hose, was powerbroken, the locking mechanism was not functioning, the outer hose was worn, the motor was making a noisy strange sound and the motor power was too low. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from italy that the motor device got stuck. During in-house engineering evaluation, it was observed that the device had a hole/cut in the hose, was powerbroken, the locking mechanism was not functioning, the outer hose was worn, the motor was making a noisy strange sound and the motor power was too low. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.